Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a farawave catheter was selected for a pulmonary vein isolation (pvi) to treat an atrial fibrillation (afib). During preparation, it was noticed that air was being drawn into the sheath on several occasions. Troubleshooting was performed; it was attempted several times to remove the trapped air, but it was unsuccessful. Catheter was replaced and procedure was completed without patient complications. Product return is expected.